Event description:
Per report, the primary IV tubing began leaking from the IV chamber. The rn immediately paused the IV infusion of normal saline and assessed the IV tubing. Rn reported that the IV tubing had split at the portion within the IV chamber just below the blue cap. The tubing was sequestered, however the infusion set wrapper was not saved (lot# and reference# not available). There was no harm to the patient. Reporting for tracking purposes. Tubing available for evaluation, if needed.